Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the reported hemolysis could not be conclusively determined. The pump was not returned and is not available for investigation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient received a pump exchange due to septal suck/hemolysis due to patient obesity. The patient's body mass index was 44 at the time of implant.